Event description:
It was reported that the fecal mgmt system (fms) 'would not irrigate.' The fms was removed after a bubble formed in the irrigation tubing. Another fms was reportedly 'administered into the pt.' No pt consequences were reported as a result of this event.

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0206 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots along with one from the same lot were injected with water at the irrigation port. No blockage or leakage were noted on any of the samples. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. Was updated to reflect the correct device manufacture date. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional info was requested, but no additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.